Manufacturer narrative:
(B)(4). Batch #: 248a14. Investigation summary: a photo along with the device was returned for evaluation. During the visual analysis of the photo, the following was observed: the photo shows a blue reload from the pan area and appears to be a driver loose between the sled. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60b reload was returned unfired and the pan partially dislodged on the proximal right end with 6 double drivers missing and 1 double driver out of position, making the reload non-functional. No functional test was performed due to the condition of the reload. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during the lobectomy surgery, before used on the patient, noted there are foreign matters in the packing (as the photo shows). Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.